Event description:
Day after essure was implanted I started getting pelvic pain, abdominal pain, chest tightness, fogged mind, bleeding for months at a time, hair loss in large amounts, stomach bloating looking like I was nine months pregnant, headaches, joint pain. (B)(4).